Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 330 mg/dl. Technical support team provided step-by-step instructions to resolve the issue, which included disconnecting tubing, adjusting connections, and delivering boluses to address the occlusion. The customer was advised to replace supplies as necessary and resume their insulin therapy.